Event description:
It was reported that the patient underwent a revision to address lead movement. During the revision, the titan anchor sleeve came apart from the rest of the anchor. It was unk what suturing the physician had done at implant. A new anchor was going to be implanted. No patient symptoms or outcome was reported.

Manufacturer narrative:
The device is included in the medical device safety alert, titan anchor field action, physician communication (2009).